Event description:
It was reported that inappropriate auto mode switch episodes were observed due to competitive atrial pacing. Pacemaker mediated tachycardia episodes were also noted. The patient was asymptomatic. Programming changes were made and the patient will continue to be monitored with routine follow-ups.

Event description:
New information received indicated that additional pacemaker mediated tachycardia episodes were observed. The patient was asymptomatic. Programming changes were suggested.